Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to fill her tubing and the insulin squirted out. Customer stated that one single number is counting up. Customer stated that she tried again and it squirted out. Customer stated that she changed out the infusion set and reservoir. Customer stated that when she took out the reservoir, it stopped right away. Customer had just gotten out of the shower. Customer stated that the insulin is squirting out during the manual prime process. Customer stated that she is receiving a compromised force sensor system alarm and the drive support cap is sticking out. Customer stated that she was not wearing the pump during priming. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind. We were unable to perform occlusion test, prime test and no delivery test due to prime alarm.